Event description:
Reporting facility described an event which involved an intracranial pressure catheter that pulled back resulting in an intracranial pressure reading of 8-10 mmhg. When the device was repositioned the reading returned to previous numbers of 18. Reporting facility utilizes icp monitoring for awake mobile pts. Reporting facility has changed policy to ensure catheter placement (red line is checked hourly). This is the second occurrence (B) (4). Integra-ls director of clinical-development has been in contact with the reporting facility. Review of the directions for use and device history records was initiated in response to prior event reported. No injury occurred as a result of this event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.